Manufacturer narrative:
(B)(4).

Event description:
It was reported the acrominizer overheated and burnt the patient's skin as a result. It is unknown if a back up device was readily available or if there were any delays to the procedure.

Manufacturer narrative:
Visual assessment of the device shows outer sheath is dramatically bent. Functional inspection was performed and the inner burr did not rotate freely within the outer sheath, friction was felt in the unloaded condition. The inner burr shows evidence of galling at the distal tip and slough chamber. The slough chamber is cracked in multiple locations. The heating up of the burr is indicative of not supplying enough irrigation during operation. The bending of the burr is the result of excessive forces being applied during use. Per the device IFU under warnings ¿periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.